Event description:
It was reported that this right atrial (ra) lead was suspected to be exhibiting noise. Boston scientific technical services (ts) discussed that there is no noise, but the ra lead exhibited undersensing. This ra lead remains in service and will not be returned. No adverse patient effects were reported.